Event description:
It was reported that the pump was under infusing during testing. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The testing could not replicate the reported problem as stated but did show over delivery within normal bounds. The reported issue could not be confirmed since the product passed all functional tests as expected. The pump's expulsor will be replaced as a preventive measure. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.